Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. After the first ablation was applied to the patient they experienced a drop in blood pressure. There was a temporary recovery to the procedure was continued. After the procedure was completed, they confirmed the patient had experienced cardiac tamponade. The patient underwent a CT scan. The results of the CT were not provided, nor was information regarding the patient's status. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The physician believes the sheath may have touched the left atrium, but the cause has not been confirmed.